Event description:
Subsequent to the initial medwatch report, additional information indicates that on (B)(6) 2011, angiography and intravascular ultrasound were performed revealing no blood flow in the aneurysm and clotting had occured. The aneurysm was treated by medication only. Panaldine 200mg per day is ongoing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: voyager nc, (B)(4). Other: ivus. There was no reported product deficiency. The reported aneurysm is listed in the xience v instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2010, during the procedure in the proximal-mid left anterior descending artery, pre-dilatation was performed using non-abbott balloon. Intravascular ultra sound (ivus) revealed an ulceration in the lesion. A 3.5x28 xience v stent was implanted at 18 atmosphere and post-dilatation was performed using a voyager nc balloon. There was no abnormality found on angiography or ivus. On (B)(6) 2010, during the 8 month followup, angiography revealed a 10x10mm and 35mm coronary aneurysm at the distal segment of the xience v stent. An unspecified bare metal stent was implanted in the left anterior descending artery on an unknown date. Reportedly, if the aneurysm does not thrombos, possible treatments that are being considered by the physician are implantation of a graftmaster stent graft, surgical intervention, or monitoring. The patient has discontinued taking panaldine and warfarin to prevent the progression of the aneurysm. Per the physician, the patient's coronary artery was a dilated lesion increasing the risk of coronary aneurysm. Additional angiography will be performed in (B)(6) 2011. Though requested, additional information has not been provided.